Event description:
It was reported that there was routine placement of a peripherally inserted central catheter (PICC) line using ultrasound. Managed to strip spring wire guide (swg). Not sure if it was done on needle or dilator of sheath assembly. In 2008, additional info was received stating that the swg unraveled, probably by retraction through the needle after insertion. The practioner had limited experience in insertion of PICC's, but was otherwise an experienced anesthetist. It is unk whether the difficulty was experienced during insertion of the swg through the needle or whether it was done when removing the swg and dilator. The catheter was advanced through the sheath with no ill effects to the pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.